Event description:
It was reported that the patient presented for right ventricular (rv) lead revision. The rv lead had multiple episodes of over-sensed noise. The noise was seen on 3 different days. Chest x-ray showed the location of the svc coil high due to it being a right-sided implant, the physician decided to cap and replaced the rv lead on (B)(6) 2025. There were no adverse health consequences, the patient before, during, and post-procedure.